Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cut wire broke while actively performing a sphincterotomy. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the cut wire broke while actively performing a sphincterotomy. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned hydratome rx 44 was analyzed along with a photo provided by the complainant, and a visual evaluation noted that the cutting wire was detached, bent and blackened. Also, the working length was observed bent above the guidewire introducer port. Additionally, the device was observed under magnification that the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the cutting wire was found detached, bent and blackened. Based on the condition of the cutting wire, the failure found could had been generated if the device was not completely in contact with the tissue during energization or if the voltage exceeded the maximum voltage rating. Additionally, the working length was bent above the guidewire introducer. The failure found could have been generated by manipulation of the device during the procedure. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.